Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, opening curved on posterior, patch and anterior and white calcification like. Leak test and microscopic analysis was performed which identified: striated opening on patch, opening crease smooth on posterior, opening crease sharp on anterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on patch assessed as surgical damage consist in the use of some surgical tool. An opening crease smooth on posterior assessed as fold flaw opening. An opening crease sharp on anterior assessed as fold flaw opening

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "deflation".

Event description:
Healthcare professional reported left side deflation. The device has been explanted.